Manufacturer narrative:
Follow-up #1: date of submission: 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: there was evidence of short battery life illustrated with drastic voltage drops on (B)(6) 2017. There was no evidence of call service 128 alarms observed. The battery compartment was cracked. The returned battery cap was able to fit securely. The ez-prime steps were performed correctly. All of the power current readings were above specifications. Moisture was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (128-fxxx) issue. It was reported that the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.